Manufacturer narrative:
Batch review performed on 10 september 2024: lot 2317657: (B)(4) items manufactured and released on 20-jul-2023. Expiration date: 2028-jul-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision at about 2 weeks from primary due to infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.